Event description:
It was reported that the customer experienced a discrepancy between the displayed time and the actual time on their device. The customer's blood glucose levels did not reach critical levels, remaining above 54 mg/dl and below 500 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor the device for any further discrepancies, with the customer acknowledging this guidance.